Event description:
It was reported the lead was 'turned off', due to elevated pacing thresholds, muscle stimulation and failure to capture. No further patient complications have been reported as a result of this event.